Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. No device has been returned for evaluation. If the device is returned a follow up MDR will be submitted.

Event description:
Display/monitor malfunction. Rt indicated that upon restarting the vent, it boots up but the touch screen is locked up so he cannot test to see if vte is correct. The panel lock is not on. The vent was turned on several times with same result.

Manufacturer narrative:
The unit was repaired by fsr. The problem could not be reproduced after calibration.